Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain and decreased range of motion. X-ray revealed loose metaglene. Revision surgery occurred.

Manufacturer narrative:
Rejecting complaint as a duplicate of manufacturing report number 1818910-2012-28386.